Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a threader balloon catheter. There was blood in the inflation lumen. There was a pinhole in the balloon material at the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified coronary artery. A 1.2mm x 12mm threader¿ balloon catheter was advanced for pre-dilatation. However, during inflation below nominal pressure, the balloon ruptured. The device was removed and the procedure was completed with two non-bsc balloon catheters. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified coronary artery. A 1.2mm x 12mm threader¿ balloon catheter was advanced for pre-dilatation. However, during inflation below nominal pressure, the balloon ruptured. The device was removed and the procedure was completed with two non-bsc balloon catheters. No patient complications were reported.